Event description:
Reported as "on the evening after injection in the patient's below-eyes, redness was noted at the injections site. On the next day, swelling was noted at the injection site and spread to the cheekbone area." Rinderon vg topical and steroids IV were administered.

Manufacturer narrative:
Medwatch sent to FDA on 28/jun/06.